Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical use. During testing at the user facility s233 malfunction alarm codes were noted in the device history. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not alarm with a s233 malfunction alarm code; however, s233 alarm codes were noted in the device history. The probable cause was a broken device cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.